Event description:
At the end of a pass with rotablator, it became apparent that the guide wire had fractured and the burr had detached. The guide wire perforated the wall of the artery and the pt died.